Manufacturer narrative:
Continuation of medical devices: 383069 lead implanted (B)(6) 2017.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high number of sensing integrity counter (sic) counts. The lead remains in use. No patient complications have been reported as a result of this event.